Manufacturer narrative:
H4: the lot was manufactured from august 26, 2020 - august 27, 2020. H10: the device was received for evaluation. Visual inspection on the returned sample revealed, fluid inside the bag that contained the sample. The cause of the fluid inside the bag was, due to the broken tubing at the junction of the white flow restrictor. Further inspection revealed, that the portion of the broken tubing was remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the condition could not be determined. However, the most likely cause was due to handling of device, during transit or faulty device. A batch review was conducted and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was discovered at the hospital prior to patient use. The set was filled with flucloxacillin 8000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.